Event description:
The customer obtained a false negative total beta-hcg result of 0 00 mlu/ml on a pt sample. The same sample was repeated and the results were positive. The false negative result was not reported to the physician. There was no report of pt harm as a result of this event.